Event description:
It was reported that the pump fails downstream test (out of box failure).

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. Manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found that tamper seal and labels were in tact. During functional testing, the customer's reported problem could not be duplicated. The downstream occlusion sensor is working as it should. The device passed calibration, occlusion, and the psi test. The root cause of the reported issue is unknown. Performed preventative measures due to customer's concern.

Event description:
Additional information received: there was no patient involvement and the event happened during bench test.

Manufacturer narrative:
Other, other text: h6: patient code updated. No patient involved, discovered during testing.